Event description:
It was reported that patient faced issue with infusion set spring loader wouldn't stay locked in place when cocked back on (B)(6) 2026.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be reportable malfunction to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site:3003442380.